Manufacturer narrative:
The driveline repair was reported under MFR # 2916596-2018-01451. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the log file analysis showed a controller replacement on (B)(6) 2020. Noted a few unexplained power cable disconnects while on batteries, which can be caused by the battery clips. It was recommended to clean the battery clips and battery terminals. The patient presented herself indicating she had a short to shield. Patient had a driveline replacement a few months ago. Patient was told there was now a phase to phase short in her driveline. Previous vad center replaced her clips and controllers. The patient had the previous driveline repair on (B)(6) 2018; the returned portion of the driveline did not reveal any discontinuities or shorts. The log file submitted today did not show any pump stops related to a driveline issue.

Manufacturer narrative:
Manufacturer's investigation conclusion: this report was determined to be duplicate to MFR # 2916596-2020-01226. Review of the log files provided by the account confirmed low speed and pump stop events. The submitted log files collectively contained data from (B)(6) 2020 through (B)(6) 2020. On (B)(6) 2020, low speed and pump stop events were captured while the patient was connected to battery power. Two motor stopped alarms were captured during the pump stop events, and the abnormal pump operation was associated with low speed hazard alarms. Based on previous complaint history, the observed events appeared to be consistent with potential driveline wire compromise. Following the second pump stop, the pump was able to regain and maintain the fixed speed for the remainder of the file. Excluding the low speed and pump stop events, the pump operated above the low speed limit. Despite the observed alarms, the pump appeared to function as intended. Multiple attempts were made to obtain additional information regarding the reported events; however, no further information was provided by the account and no equipment was returned for evaluation. The patient remains ongoing on heartmate ii lvas, serial number (B)(6), and no further events have been reported at this time. The hm ii lvas IFU and patient handbook outline indications of driveline wire damage as well as how to respond to such events. These documents explain that all heartmate ii lvas drivelines have the potential for wire/shield breakdown to occur dependent on length of use and movement/flexing over time. Furthermore, these documents address all hazard and advisory alarm, as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Analysis of log files sent on (B)(6) 2020 showed driveline disconnect event (addressed under MFR # 2916596-2020-01461) and an event where the driveline was connected but the pump speed was 0 rpm. Technical services believed that the pump stops were caused by a percutaneous lead issue. It was observed that the patient had a short-to-shield history but the issue was unresolved even after there was a percutaneous lead repair on (B)(6) 2018.